Manufacturer narrative:
The insulin pump passed the functional test, including the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test guardian 2 link with the glucose sensor simulator communicates properly to the pump noted during testing. The suspend before low alert functioned properly during testing and after 2 hours monitoring the pump alert basal delivery resume noted during testing. However, the insulin pump was received with a high sleep current and pump error alarm during self test. Analysis was unable to determine root cause due to pump pending displacement verification testing. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose. The customer's blood glucose was 2 mmol/l per sensor glucose at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test. The insulin pump alarmed pump error during self-test due to cold solder joint on keypad assembly.